Manufacturer narrative:
It is anticipated that the device remains in the patient. If additional information pertinent to the event is obtained, a follow-up report will be submitted.

Event description:
On an unknown date, the patient was successfully implanted with a ventana. On (B)(6) 2015, the ventana was proactively re-lined with an afx vela infrarenal. On (B)(6) 2017, an additional procedure was performed for an unknown reason. At this procedure a afx2 bifurcated stent graft was implanted. No additional event or patient information is available.